Manufacturer narrative:
Updated fields: h6 and h10 correction to d8, e2, e3 and g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported this was an intermitted problem. Tac advised to go through the cabling. The customer had a maj-1916 in connection and a 555565a cable connected to the monitor remote 2 input on the cv-190, both those cables connected to the computer. Tac advised the customer to disconnect the maj-1916 and connect the 555565a cable to the option2 on the cv-190. Checking the settings, they were set correct for a remote connection. Tac verified the release 1 switch preset with the customer. The customer was unable to try out the software due to no one being available to start the unit. The customer will get a scope and start a test case then try to capture images through the scope switch afterwards call tac back. Tac advised to call back when they are near the unit to troubleshoot. Three unsuccessful attempts to follow up with customer were made. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center was unable to capture images. The issue was found during a diagnostic colonoscopy. The customer was able to manually capture images with the mouse. There were no reports of patient harm.